Event description:
Reference number: (B)(4).

Manufacturer narrative:
It was reported that the hl 20 pump stopped multiple times during the surgery. No consequences on patients outcome were reported. A getinge field service technician investigated the hl20 unit and could confirm the failure. The failure was caused due to contamination of blood from the treatments, on the tacho strobe foil. The technician cleaned the tacho strobe foil of the hl20 and performed safety and functionality checks to factory specification. No parts needs to be replaced. The most probable root cause could be determined to contamination of blood. Based on the investigation results the reported failure "pump stop" could be confirmed. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
It was reported that the hl20 sucker pump stopped several times during the surgery. No consequences on patients outcome. A getinge field service technician will be sent onsite to investigate the pump in question. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
It was reported that the hl20 sucker pump stopped several times during the surgery. No consequences on patients outcome. Reference number:(B)(4).